Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(objective lens broken).

Manufacturer narrative:
We checked the returned unit and confirmed that the objective lens unit was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective lens unit. In addition, we confirmed that the us connector cable coating damage, the ccd/us probe unit broken, the light guide fiber bundle (lcb) broken, the us connector body broken, the lcb distal cover glass broken, the suction channel buckled, the us connector cable corroded, the lg prong top corroded, the ccd module objective lens cracked, the us probe cut, the forward body cover scratched, the insertion flexible tube (ift) worn out, the us probe failure, the insertion flexible tube (ift) lump/wave, and the us connector cable lump/wave; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.